Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Customer was testing generators at the time of the problem occurrence. Suspect faulty boots were caused by power fluctuations. System operates as intended.

Event description:
Customer reported both monitors went dim during a case. No patient injury was reported.